Event description:
During a routine hemodialysis treatment, the dialyzer became clotted. No blood rinseback occurred resulting in a subsequent 190cc blood loss. The patient was not symptomatic. The facility center reported that the patient received a total of 3100 heparin units per hemodialysis treatment. The dialyzer was primed with 500 units heparin in 1 liter normal saline and then the normal saline bag is discarded. A liter normal saline bag without heparin is used during the treatment. Two units packed red blood cells were administered for a decreased hematocrit level. The patient had reported blood clotting of the dialyzer during prior hemodialysis treatments prior to this event. An estimated 760 cc blood loss occurred over four add'l treatments. Patient was not reported to be symptomatic with these blood losses.

Manufacturer narrative:
It was reported that the hemodialysis cycler produced high venous pressure alarms. These alarms can indicate that the venous pt line is clotted. After this event, it was reported that the dialyzer flush was increased to 700 units of heparin, with a 1000 units heparin bolus dose followed by a maintenance dose of 6500 units. A fistulogram was also ordered to evaluate the patient's av fistula. This report does not contain info to suggest a device malfunction occurred and is not considered device related.